Event description:
It was reported that customer was hospitalized due to hyperglycemia. Affiliate stated that too much insulin was given from the pump. When programming was checked the basal was set too high. The nurse had together with the pt changed the basal profile couple of days before the incident.